Manufacturer narrative:
(B)(4). Date of initial report: 07/29/2016. Date of follow-up report: 10/26/2016. New information in device available for evaluation? And device evaluated by MFR?. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). Date of initial report: 07/29/2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the thermoablation CT scan guided lung metastases, there was an alarm. It was impossible to continue the procedure. The consequence was the patient experiencing a pneumothorax. A thoracic drainage for the pneumothorax was performed.